Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The initial implant date for the devices involved in this event was not provided. A review of invoice history found two possible invoices. The specific identification of the device involved in this event cannot be determined. It could be: lot # - 3240782, expiration date - 31 jan 2019, UDI# - (B)(4). Implant date - (B)(6) 2016. Manufacture date - 23 jan 2014. Or it could be: lot # - 3467433, implant date - (B)(6) 2015. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01528 & 0001825034-2017-01738.

Event description:
It was reported that a patient had a revision due to dislocation approximately 10 months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the x-ray noted the cause for revision was not able to be identified. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.